Manufacturer narrative:
Corrected: h6 component code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was broken while the user was handling the device. As a result, the device was unable to display the image. The event can be prevented by following the instructions for use (IFU) "inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter:information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bending section cover peeling was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.